Event description:
It was reported that the patient experienced erosion with an inflatable penile prosthesis (ipp), also the incision did not properly heal. A revision surgery was performed in which the cylinders and pump were explanted while leaving the deactivated reservoir inside the patient. During the procedure a spectra penile prosthesis (spp) was also implanted. It was also reported that no known complications occurred. No more information available at the moment. Should additional information become available, it will be provided. It was further reported that the patient experienced wound dehiscence. There ere no plans to remove the reservoir from the patient. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced erosion with an inflatable penile prosthesis (ipp), also the incision did not properly heal. A revision surgery was performed in which the cylinders and pump were explanted while leaving the deactivated reservoir inside the patient. During the procedure, a spectra penile prosthesis (spp) was also implanted. It was also reported that no known complications occurred. No more information available at the moment. Should additional information become available, it will be provided.